Event description:
The customer reported that side casing on the pencil came apart slightly and the corner of the patient's mouth was burned. The burn was described as superficial and it was treated with silvadine. Initial evaluation by covidien confirmed the pencil weld was split near the pencil nose.

Manufacturer narrative:
(B)(4).the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report: 03/03/2015. Date of follow-up report: 03/24/2015. Evaluation of the incident device found a charred area along the seam of the body weld near the nose of the pencil. There was a slight split in the weld seam allowing heat to escape the side of the pencil. The barrel of the powerbus was trapped between the mold halves leaving a gap between the two body halves. The two halves were not fully seated. This was due to a manufacturing error. Corrective action has been implemented to the overmold tools to eliminate the area creating the damage. No trend has been identified.